Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a staple was found inside the needle 25g 1-1/2in sterile packaging before use. The following information was provided by the initial reporter: "contaminated needle - staple inside sterile packaging".

Event description:
It was reported that a staple was found inside the needle 25g 1-1/2in sterile packaging before use. The following information was provided by the initial reporter: "contaminated needle - staple inside sterile packaging".

Manufacturer narrative:
Investigation: our quality engineer inspected the returned photos and confirmed the reported observation of foreign matter in the product. Since no sample was returned we were unable to determine what the foreign matter was. A device history record review was performed and showed no non-conformances associated with this issue during the production of this batch.